Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced, resistance was met with the heavily calcified, mildly tortuous anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary - correction: the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the balloon catheter was advanced resistance was met with the heavily calcified, mildly tortuous anatomy resulting in the reported failure to advance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, mildly tortuous left anterior descending artery. During a failed attempt to cross the difficulty anatomy with the trek balloon catheter, the proximal end of the balloon catheter shaft separated. The device was removed from the patient without issue and the procedure ended. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.